Event description:
An event was reported under the reverse clinical study and classified as inappropriate device detection, inappropriate treatment, and atrial undersensing. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4194 implantable pacing lead: (B)(6) 2005. A 5076 implantable pacing lead: (B)(6) 2005. (B)(4).